Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turns off by self, which was reproduced during evaluation. A review of the event history log identified turns off by self as an improper shutdown message. The cause was determined to be a loose power prongs. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. There was no patient involvement. No additional information is available.